Event description:
Reporter indicated that pt had her vns therapy generator and lead explanted due to lack of efficacy. Device diagnostic results are not available to MFR at this time, so a malfunction cannot be ruled out. Explanted products were returned to MFR for analysis, however, that analysis is not yet completed.